Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the permanent cautery hook (pch) instrument to perform failure analysis. During a visual inspection, the pch instrument was found to have dislodged crimp from the yaw cable at the distal end near the monopolar yaw pull likely causing issue reported by the customer. The components adjacent to the dislodged crimp do not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument tip bends at a 90-degree angle without any operation on the console hand control. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue did not occur with the surgeon's head inside the surgeon console¿s high resolution stereo viewer, nor while attempting to manipulate instruments from the console. The problem arose because the tip of the instrument was bent immediately after installation, before use. Consequently, there was no relevant data on the scaling of the surgeon's movements, intended or observed directions, or timing of the instrument movement. No shakiness or friction was observed, and the issue was persistent. The problem was resolved by using a backup instrument of the same kind. There was no injury to the patient, and no instrument-to-instrument or system arm-to-arm interference, nor any external collisions were reported. The device was inspected prior to use, with no damage or anything out of the ordinary noted. The instrument is available for return to intuitive surgical for evaluation, but there are no photographic images or video recordings of the procedure available for review. The lot number of the drape remains unknown, and the drape is not available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.